Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found stent damage. Struts towards the middle of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
A 3.00x16mm promus element stent delivery system (sds) was returned to the complaint investigation center with stent damage. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.